Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. A position shift of the inflow cannula could not be confirmed. The inlet stator/ proximal rotor revealed a red, tissue-like deposition that was adhered to the bearing cup and ball. During disassembly, the bearing cup became unseated from the inlet stator (distal side) due to the deposition. The thrombus appeared to have formed in laminated layers, which is an indication that it likely developed over a period of time while the pump was supporting the patient. However, a specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. There was no evidence of lamination or denaturing and there were no contact marks on the rotor to indicate that it was present in the pump while it was supporting the patient. A specific time period in which it developed and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to elevated lactate dehydrogenase (ldh) levels of 1500 u/l. Prior to this event, the patient's ldh levels were normally elevated between 400 u/l-1000 u/l. The patient was started on IV heparin. The patient's inr was therapeutic at approximately 2.5. The patient was reportedly experiencing darker urine but no heart failure symptoms. Due to a weight loss of (B)(6) lbs, the hospital staff believed that the inflow cannula had changed positions. On 0(B)(6) 2015, the patient's pump was exchanged with another manufacturer's device.